Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the universal surgical manipulator (usm) 2 was floating whenever surgical field took control of it. The customer stated usm had no issues when the surgeon is controlling the unit. The technical support engineer (tse) reviewed logs and found no faults. The tse advised the customer to perform a hard power cycle on the patient side cart (psc). The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the robotics coordinator to confirm that the affected usm floated. The staff restarted the system to resolve the reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) 2 floating, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the customer who performed a system power cycle and stated everything seems to be working fine. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged usm 2 floating cannot be determined based on the information provided and phone support details. The field service engineer contacted the customer who performed a system power cycle and stated everything seems to be working fine. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the usm moved with uncontrolled motion (floating). Uncontrolled motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.